Event description:
It was reported that upon a normal pacemaker replacement, this right ventricular (rv) lead has sustained high out of range pace impedance measurements. A lead conductor fracture is suspected. The pacemaker system was programed to atrial sensing only during implant. Boston scientific technical services (ts) recommended changing the configuration to unipolar to prevent further issues and avoid connecting non-functional leads in the system. The lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon a normal pacemaker replacement, this right ventricular (rv) lead has sustained high out of range pace impedance measurements. A lead conductor fracture is suspected. The pacemaker system was programed to atrial sensing only during implant. Boston scientific technical services (ts) recommended changing the configuration to unipolar to prevent further issues and avoid connecting non-functional leads in the system. The lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to include the conclusion code. This supplemental report is being submitted to update the aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon a normal pacemaker replacement, this right ventricular (rv) lead has sustained high out of range pace impedance measurements. A lead conductor fracture is suspected. The pacemaker system was programed to atrial sensing only during implant. Boston scientific technical services (ts) recommended changing the configuration to unipolar to prevent further issues and avoid connecting non-functional leads in the system. The lead remain implanted. No adverse patient effects were reported.